Event description:
It was reported that post-operatively, the set screw came loose and a screw was found to be loose as well. Approximately eight months post-operatively, the patient presented with a strong pain at the right s1. An MRI showed the set screw had backed out and the screw was also loose in the bone. During revision, the set screw was replaced. The screw, however, was not removed due to the patient's age. The screw was re-secured with cement.

Manufacturer narrative:
Product is expected to be returned but has not yet been received.